Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that within 3 minutes, he obtained blood glucose readings of 87 mg/dl on the contour next ez meter and 43 mg/dl on the contour next one meter. The customer had no symptoms of hypoglycemia. As a precautionary measure, the customer received juice and crackers from the doctor. After 30 minutes, the customer obtained a reading of 40 mg/dl. No further event details were provided. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, in-house testing was performed using the in-house contour next ez meter and contour next one meter with in-house contour next test strips from lot # 9fpeb05a, which gave a satisfactory performance.

Manufacturer narrative:
The customer returned the suspected contour next ez and contour next one meters for evaluation. No test strips were returned, therefore, in-house contour next test strips from lot # 9fpeb05a were used for testing. The returned meters were tested with the in-house test strips, which gave a satisfactory performance.